Event description:
Pt admitted with a diagnosis of respiratory failure secondary to status asthmaticus near respiratory arrest. While nurse was performing manipulations on bedside monitor it was noted that the pt was not being ventilated. All connections were intact; however, no numbers were displayed and no dials were in motion on the ventilator. Pt experienced acute respiratory arrest, cardiac arrest and anoxic encephalopathy.